Event description:
It was reported that an unspecified number of bd vacutainer® acd-a 1.5 ml blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: we are using these acd vacutainers in our clinical study in south arica, and they are having issues filling the vacutainer to the fill line, so they get less than 8.5ml blood, down to 6ml blood into the vacutainer.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® acd-a 1.5 ml blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: we are using these acd vacutainers in our clinical study in (B)(6), and they are having issues filling the vacutainer to the fill line, so they get less than 8.5ml blood, down to 6ml blood into the vacutainer.